Event description:
Pt was brought to (B)(6) for aorta and runoff angiogram. Decided to proceed with bilateral iliac stents. A 7x36 valeo balloon expandable stent was positioned in the rt common iliac artery but not deployed (bilateral iliac stents are deployed simultaneously) a 7x36 valeo balloon expandable stent was advanced into the lt iliac artery but would not cross the stenosis. The left sided stent was then removed and a 4x2 pta balloon was advanced through the left iliac stenosis and inflated to 14 atm. The balloon was deflated and removed. The 7x36 valeo stent was again advanced into the left iliac artery - again it would not pass the stenosis. The stent (on the balloon) was brought back into the left arterial sheath. When the deployment balloon was removed from the sheath - the stent was no longer attached. After fluoroscopy guidance the stent was seen to be in the sheath. The sheath was pulled back in the hopes of removing both the sheath and undeployed stent simultaneously. The stent did not remain within the sheath but remained within the lt common artery. Decided the best course of action would be to remove the stent in the operating room. The undeployed rt iliac artery stent was removed without incidence. To operating room stent removed with some bleeding to ccu. Circulation to the operation room the same day for bilateral femoral bypass developed shock, and family choose to make pt dnr and she later died.